Event description:
According to the reporter: surgeon fired staple load and only part of the staple load formed proper staples- the other staples fell out of the load. Was there patient injury/hazard: no was the delay over 30 minutes: yes, if yes, did delay affect the patient? Yes- was planning on having a lap procedure and got an open one what was done to correct condition? Surgeon had to convert to open to finish the procedure- added additional 40 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Supplemental #01. (B)(4).